Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pumps history showed the user's setting were set to vibrate. Investigators reproduced a low battery warning with user settings set to high. The pump gave the proper warning message on the screen followed by the appropriate sound warning. Investigators were unable to duplicate the compliant during the investigation.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump audio tone and vibration functions were not working after the battery was replaced. The patient confirmed that there were no changes made to the settings and confirmed that previously the pump was emitting audio tones and vibrations appropriately. This report is made based on the allegation that audible and vibratory alarm systems were not working appropriately.